Manufacturer narrative:
Product remain implanted. The pt has recovered. This is the final report.

Event description:
The pt reported headaches and vomiting after surgery. The physician treated the pt with a blood patch. The pt has recovered.